Event description:
A malfunction alarm was reported with code malf 9, and the fault ID provided was 0x20f1. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information, assisted the customer in resetting the pump, and instructed them to continue using the device and call back if the malfunction recurred, which the customer acknowledged and understood.